Event description:
It was reported that the intellivue x3 had a loudspeaker error. It is unknown if the device was in use on a patient at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue x3 had a loudspeaker error.

Manufacturer narrative:
H11: of initial report previously submitted should have included below: a philips field service engineer (fse) went onsite and determined that the issue was associated with a defective speaker assembly and mainboard. The fse provided the customer with a replacement speaker assembly and mainboard. Additional information has been received that the device has no defect and no repair was necessary.

Event description:
It was reported there was a loudspeaker error. At this moment, it is unknown if the device produced sound. It is unknown if the device was in use on a patient at the time of the reported issue.